Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. The feedthrough had current leakage (unspecified). Analysis of the device memory indicated a partial electrical reset. Optical coherence tomography inspection revealed that there was full dadet delamination on all feedthroughs. This resulted in the observations seen in the field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Analysis of the device memory indicated a partial electrical reset. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced a full electrical reset while delivering high-voltage therapies when the patient experienced a ventricular tachycardia (vt)/ventricular fibrillation (vf) storm. Review of available device and episode data showed an alert indicating that short circuit protection (scp) was triggered during one of the high-voltage therapy deliveries resulting in less than the programmed high-voltage energy being delivered. Further review of the data showed that scp triggered when a third round of high-voltage therapy for an episode was attempted in the reverse polarity, and the device subsequently experienced the electrical reset. The remaining high-voltage therapies were delivered with the full programmed high voltage energies which were noted to have successfully converted the patient. The crt-d remains in use. No patient complications have been reported as a result of this event.